Event description:
User reported event that happened "six or eight weeks ago." User was alerted by alarms to high pressure delivery to pt. Event occurred following operational verification of the device. Pt presented with bilateral pneumothoraces from event, which required medical response.